Manufacturer narrative:
Per the tandem user guide, "your t:slim x2 pump and a cgm transmitter wirelessly pair together using bluetooth wireless technology communication." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer reported they had not started a sensor session. No additional patient or event information was available.